Event description:
It was reported on followup examination impedance readings were >4000 between all lead points and neurostimulator. On x-ray one lead was found to be broken. The patient had exhibited no symptoms.

Event description:
Returned product was received of an explanted lead model # 3389-40, serial #(B)(4) with no further information. If additional in formation is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3389-40, serial #(B)(4), implanted: unknown, explanted: unknown.

Event description:
Additional information received noted that explant occurred in (B)(6) 2011. The procedure involved explanting the lead and implanting a new lead. In regard to how the patient was doing now: feeling much better than before.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of lead model 3889-40, lot # unknown showed conductor broken all circuits; location 3.5 cm in body of lead measured from proximal end. Outer insulation was intact. Open circuit with no shorts between circuits.